Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper sticker was missing/ no damage was observed on the downstream occlusion sensor. Review of the event history log showed an occurrence of a "high pressure" alarm. Functional testing found that the device was operating as intended, no issues were found with the pump exhibiting false alarms. The downstream occlusion sensor was replaced as a preventive measure. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that during a returned order service it was determined that the device would not stop beeping. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.